Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a bravo capsule failure to attach. When the physician plunged the delivery handle and turned the knob the white line was not visible on the delivery device. The physician proceeded to flick the plunger up to ensure capsule release. The suction was turned off and delivery device removed from the patient. After removal the capsule was still attached. It was determined by the physician that something was wrong with the delivery handle. A second capsule was calibrated and placed in the patient without issue. The patient experienced minimal blood loss which was stopped by flushing with water and the bleeding stopped. The device is expected to be returned for evaluation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a capsule failure to attach. When the physician plunged the delivery handle and turned the knob the white line was not visible on the delivery device. The physician proceeded to flick the plunger up to ensure capsule release. The suction was turned off and delivery device removed from the patient. After removal the capsule was still attached. It was determined by the physician that something was wrong with the delivery handle. A second capsule was calibrated and placed in the patient without issue. The patient experienced minimal blood loss which was stopped by flushing with water and the bleeding stopped. The device is expected to be returned for evaluation. The patient was discharged to harm and is doing fine.